Manufacturer narrative:
Investigation into this event is ongoing. This report will be updated if additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The ICD remains in service. No adverse patient effects were reported.